Manufacturer narrative:
Based upon evaluation of the user facility information only; based upon testing of reserve samples. The involved device was not returned for evaluation. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies and performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available information. However, the even description is most consistent with the catheter having been damaged due to excessive manipulation ("twisting and pulling") against resistance, and then becoming separated into 2-pieces during attempted withdrawal of the device. The device labeling does not address the potential for such an event in the warnings/precautions section of the instructions-for-use which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the distal portion of a glidecath became separated during a kidney stone procedure. Communication with the user facility confirmed the following: the catheter was being utilized in conjunction with a guide wire while placing a tube in kidney to remove kidney stones; the facility performs this procedure in two steps, with the first being in the radiology cath-lab and the second step in the operating room; the catheter "broke while being twisted and pulled" during the 1st part of the procedure; the separated catheter was removed during the 2nd part of the scheduled procedure in the operating room; all pieces of the catheter were successfully removed; no additional medical intervention was necessary; and there was no patient injury.